Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was capped due to oversensing and low pacing impedance (<200 ohm). During the revision procedure the lead insulation appeared damaged close to the proximal end. Due to medical evaluation a downgrade was performed: the device was replaced with a crt-p and connected to a previously abandoned brady lead.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 24th of june 2025 and 18th of february 2026 recorded an initial pacing impedance of 200 ohms with multiple increases to 500 ohms between september and january. Furthermore, a fluctuating shock impedance between 50 ohms and 75 ohms was recorded. The analysis of the iegm episodes provided revealed artifacts on the rv channel, which led to the reported oversensing as well as ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.